Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intercostal stimulation three days post implant. During revision stimulation continued so lead was explanted and replaced with a his bundle (right ventricular (rv)) lead. It was further noted that right bundle branch block (rbbb) was noted on the replacement his bundle lead. The lead remains in use. No further patient complications have been reported as a result of this event.